Event description:
Reportedly, a plastic component of the locking foam collar broke, disengaged into the patient cavity, and was retrieved. As a result, the trocar was removed, replaced with a new one in the same incision, and the case completed without incident. Procedure: lap gastric bypass. Patient status: no patient injury reported.